Manufacturer narrative:
Continuation of d10: 1258t lead implanted: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that during use of the cardiac resynchronization therapy pacemaker (crt-p) ""yesterday I had to go to emergency room after the implant.  I had thumping in my belly. I thought it was my aorta operation but it was my new device. It just needed an adjustment by the doctor. It kept me awake all night, they told me to go to the emergency room.  The crt-p remains in use  no further patient complications have been reported as a result of this event.  .